Event description:
The dealer says that the brakes on the chair did not engage and the chair rolled into something. The client was in the chair at the time, and the dealer says she broke her leg.

Manufacturer narrative:
On (B)(4), the dealer called tech service and said the brakes may be sticking a bit. He put some oil on the cables and asked for a quote on replacement parts "just in case". On (B)(4), the dealer said that the brakes did not hold and that the client had rolled into something and broke her leg. A permobil representative saw the chair at the client's home on (B)(4). He said the brakes were operating correctly but that the one on the right was making a "clicking" noise. He had a cable so he replaced the one on the right side of the chair. He noted that the client did not have any evidence of a broken leg. It is important to note that this chairs braking system operates with two cables, one for each side. The brakes are independent from each other, so the possibility of both failing is very low.